Event description:
A pt reported experiencing inaccurate erratic results with a lfs meter. The pt's blood glucose results were 29mg/dl, 256mg/dl, 164mg/dl. Tests were done within 3 mins with a difference of 90%. Pt did not experience any adverse events. No further info has been reported.